Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient received results of 32.8 mmol/l on the inform system and 8.7 mmol/l on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.